Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient felt dizzy. Decreased rv sensing was noted. Pacing lead impedance and capture threshold values were stable. The lead was found dislodged. The patient requested to not have a lead revision.